Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 24-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2011. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under case number (B)(4). Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received.new events pelvic pain, abdominal pain was added. Reporters was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 24-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2011. Concurrent conditions included gravida I and parity 2. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On (B)(6) 2012, the patient experienced nausea ("nausea"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under case number 2019-002184. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events : abnormal bleeding vaginal, menorrhagia, dysmenorrhea, depression, mental anguish , nausea were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 24-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2011. Concurrent conditions included gravida I and parity 2 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2012). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On (B)(6) 2012, the patient experienced nausea ("nausea"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under case number (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)') in a (B)(6)-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2011, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. Essure treatment was not changed. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under case number- (B)(4). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.